Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the insulin in reservoir is cloudy and not clear and stated that there was a crack where reservoir screws in. Bumped/dropped/cosmetic damage troubleshooting was performed. Customer stated that crack was extending to the next thread. Customer stated that insulin pump was not dropped but bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.